Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Internal insulation abrasions were noted at 8.0-8.8cm and 35.9-36.7cm from the distal tip. The etfe coating was intact at these locations. External isolation abrasion consistent with friction to another device or feature of the heart was noted at 28.3-29.9cm from the distal tip. The etfe coating was intact at this location. Multiple internal insulation abrasions were noted under the svc shock coil between 17.3 and 22.3 cm. The etfe coating was intact at this location. An internal insulation abrasion was noted under the svc shock coil at 22.2-22.5 cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.